Event description:
After post-dilation of the carotid stent, the pt became hemodynamically unstable due to hypotension from inflating the balloon at the carotid bulb. A male pt was consented to a study in 2009. The pt's pre-procedure stroke scale was 3. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 99% with lesion length 10 mm. Lesion calcification was moderate and concentric. Vessel tortuousity was severe. Pre-dilatation of the lesion was performed. An angioguard (lot no. 70709507) distal protection device was used, deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent (lot no. 15000552) was implanted for treatment of target lesion. After the precise stent was placed and the physician post-dilated with a 5 x 2mm aviator balloon, the pt became hemodynamically unstable. The physician felt that this was due to hypotension from inflating the balloon at the carotid bulb, and therefore, was treated with atropine, epinephrine and fluids. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 0. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite neurologically intact. Two days post-procedure, the pt experienced an adverse event of multisystem organ failure and expired.

Manufacturer narrative:
The product was not returned for eval and testing. A device history record review was performed and showed that this lot of products met all requirements, per the applicable manufacturing quality plan. Add'l info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event, which is associated with MFR report # 9610978-2009-00279, 1016427-2009-00261.

Manufacturer narrative:
This (B)(4) study patient underwent carotid artery stent implantation and after stent implantation and post-dilation the patient experienced hypotension. This is art (B)(6) male with medical history including hyperlipidemia, coronary artery disease, and hypertension. The patient was symptomatic at the time of the index procedure. The patient's pre-procedure stroke scale was 3 pre-procedure medications are unknown. The target lesion location was the ostium of the right internal carotid artery (r6). There was no occlusion in the contralateral carotid ref vessel diameter was 5mm. Target lesion diameter stenosis was 99% with lesion length 10mm geometry of the lesion was eccentric. Total length of the stented segment was 40mm. Qualitative lesion calcification was moderate and concentric vessel tortuosity was severe. Pre-dilatation of the lesion was performed. The final target lesion percent diameter stenosis was 0. An angioguard (501814rc/lot no 70709507) distal protection device was used, deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent (pc0840rxc/ lot no. 15000552) was implanted for treatment of target lesion. There was no malfunction with the stent. The stent was post-dilated with an aviator balloon. After the post-dilation, the patient became hemodynamically unstable. The physician felt that this was due to hypotension from inflating the balloon at the carotid bulb, and therefore was treated with atropine, epinephrine and fluids with improvement. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. Post procedure angiogram looked good and the sheath was pulled back into the distal aorta. Due to the hypotension, an angiogram of the right common iliac was performed and revealed no evidence of extravasation, but a good stick in the common femoral artery. Therefore, angio-seal was deployed with good hemostasis. When the pt was getting ready to be transferred to recovery he essentially arrested, was intubated, and resuscitation was started. Once the pt was responding to resuscitation, the physician attempted to image the patient to confirm there was no aortoiliac injury from the stenting procedure. A bents on wire was used to advance a universal flush catheter into the distal aorta. Angiography was performed revealing what looked to be extravasation from either the distal aorta or the right common iliac artery. Therefore the catheter was pulled down to just above the bifurcation. An oblique of the right groin clearly showed obvious extravasation of contrast from the right common iliac. The leak was covered with a 9x59 atrium balloon expandable stent. This stent expanded slightly into the aorta, so up the left side to protect the bifurcation, a 10x27 bare metal stent was placed. While this stent was being deployed, the physician used a kissing 10x4 balloon on the right side. A universal flush was then introduced into the distal aorta and an angiogram confirmed complete seal with no extravasation. At this point, the patient was markedly improved hemodynamically. The patient required escalating doses of vasopressors and organs failed over two days post-procedure requiring at a maximum four pressors including epinephrine. Also, he received steroids, synthroid, and a host of other medications. He also received multiple blood transfusions. Pod#2 he dropped his pressure and was pulseless and coded back into sinus rhythm. The patient expired less than a half hour after being taken off life support. The cause of death was multisystem organ failure. These further events were captured as non-complaints for the cordis devices. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender clinical research has revealed that 40% of patients undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2009-01818, 9610978-2009-00279, and 1016427-2009-00261.